Event description:
Reporting status: death. Reporting rationale: perforation of artery (unk if related to guie wire). Device issue: none. It was reported that during an angioplasty procedure, the pilot guide perforated the artery. A guiding catheter was inserted to the left main artery and a pilot 50j guide wire was placed below the bisecting artery. A voyager catheter was placed to make a dilatation. Two inflations were made at a maximum 10 atm during 20 seconds. A drug eluting stent was then placed at the bisecting artery with an inflation of 10 atm made during 15 seconds. After the procedure, the angiography revealed that the bisecting artery was free of any kind of lesion. The pilot 50 guidewire was placed below the 1st marginal. A voyager catheter was placed at the ostium the 1st marginal to make a pre-dilation. Two inflations are made at 10 atm, during 20 seconds. A drug eluting stent was placed at the ostium of the 1st marginal and an inflation was made at 14 atm during 15 seconds. After the procedure, the angiography revealed that the ostium of the the 1st margnal was free of any kind of lesion and coronary flow was normal (tim13). The physician noted that there had been significant stenosis of the bisecting artery and the ostium 1st marginal. The angioplasty along with the drug eluting stenting to the bisecting artery and 1st ostium marginal were successful. Reportedly, the patient died some time (+4h) aftr the procedure due to a distal perforation of the bisecting artery despite drainage attempts. No additional event or patient information is available.